Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal. Failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt# 7: this pt had two (2) revisions completed, broken out into procedures as follows: procedure #1: a male pt experienced a right femur fracture and was implanted with a proximal femur plate on an unk date. X-rays on an unk date showed the plate was broken with one screw backing out. Pt was returned to the operating room on an unk date, all hardware was removed and the pt was revised to another plate and screw construct. It can not be verified if the product is synthes product. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.